Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. The customer was admitted to the hospital. Customer's blood glucose at time of admission was 48 mg/dl. The second time of low blood glucose was on (B)(6) 2015 was 28 mg/dl. The 3rd time was on (B)(6) 2015 was 36 mg/dl. The customer wanted to call back to continue troubleshooting.